Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, no image was obtained, and the catheter could not be purged. The procedure was completed using an alternate method. There were no patient complications.